Manufacturer narrative:
The pump remains in use supporting the patient and no further related events have been reported. Multiple requests for additional information were made; however, no further information was provided. A correlation between the device and the report of hematuria and elevated ldh could not be conclusively determined. Evaluation of the submitted system controller log files revealed that the pump was operating as expected. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital with hematuria and an elevated lactate dehydrogenase (ldh) of 1452 u/l. At admission, the patient¿s inr was 2.5 and initial device interrogation was unremarkable. The manufacturer¿s technical services reviewed the provided log file and reported there were no unusual events seen within the log file. Additional information was requested, but not provided.